Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously elevated troponin (accutni) results, within the risk stratification range, for multiple patients generated on the unicel dxi 800 access immunoassay system with spot b analyzer. This event occurred over the course of two (2) separate days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for eight (8) patients. In addition, the customer also obtained an erroneously elevated total beta - human chorionic gonadotropin 2 (tbhcg2) result above the normal reference range and an erroneously elevated prostate-specific antigen hybrid (psa-hyb) result for two (2) additional patients generated on the same dxi 800 analyzer, on (B)(6) 2013. The erroneous accutni results were released out of the laboratory and it is unknown if there was a change to, or impact on, patient treatment. The tbhcg2 and psa-hyb results were also released out of the laboratory; however, the customer confirmed that there was no change to, or impact on, patient treatment. The samples were repeated on the laboratory's alternate unicel dxi 800 access immunoassay system and yielded results within the normal reference range for each patient. The results provided by the customer are shown in the attachment section of this report.

Manufacturer narrative:
No accutni, tbhcg2 and psa-hyb quality control (qc) data was supplied for review to beckman coulter; however, the customer reported that qc recovery was within the laboratory's established ranges on the date of the event prior to the generated erroneous results. No calibration curve data was supplied for review. Routine system checks performed on (B)(6) 2013 passed within the instrument's specifications. A system check was performed as a troubleshooting measure following the erroneous results. The system check failed the washed and substrate mean portions. It was also noted that elevated relative light unit (rlu) values were recovered in these portions. A substrate system decontamination procedure was performed by the customer. A passing system check, acceptable calibration, and within specifications qc was then obtained following this procedure. All mdrs related to this event: 2122870-2013-00271, 2122870-2013-00272, 2122870-2013-00273, 2122870-2013-00274, 2122870-2013-00282, 2122870-2013-00283.